Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
States the pump alarmed for no delivery. The customer's blood glucose level was 364mg/dl. The customer's levels had been as high as 439mg/dl. The customer treated the highs with manual injection. The customer states they conducted set and reservoir change. The customer states they would monitor the device and call back if issues persist. The customer declined to troubleshoot for the highs.